Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore, the lot expiration, and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed, and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct. The exact procedure date was not reported. According to the complainant, on (B)(6) 2020, approximately 4-6 weeks after the stent was implanted, a planned stent exchange procedure was performed. When the physician went to retrieve the plastic stent, it broke in the snare as he tried to pulled it out of bile duct. He then went in with forceps and it broke into another piece. All pieces were retrieved from patient, and the procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.